Manufacturer narrative:
Date of event is unknown. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient's ipg displayed the replace generator soon (eri) message. A company representative was able to confirm that the eri message was false due to the pc app not being up to date.